Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after falling and breaking their arm. On (B)(6) 2018, pocket erosion with infection was observed. The system was explanted. It was noted that the patient was very sick from the infection. The source of infection is unknown.

Event description:
New information notes that on (B)(6) 2018, two days after the system was explanted due to infection, the patient expired. There was no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available.